Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored, all boluses delivered properly and were listed in the bolus history screen; the test reservoir units left matches properly to the units left in the pump status screen noted. No bolus delivery anomaly noted. No unexpected no delivery or low reservoir alarm during testing. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 419 mg/dl. Customer had delivered bolus but blood glucose remained high. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.